Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Upon interrogation, episodes of post-paced t wave oversensing, as well as inappropriate mode atrial mode switching, were noted. The patient alert for the non-sustained oversensing was deactivated and the device was reprogrammed.